Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device logged an error code that is indicative of a failure of the energy delivery subsystem to communicate. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Cause of the reported issue was located to the therapy pcb, but further root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device logged an error code that is indicative of a failure of the energy delivery subsystem to communicate. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device logged an error code that is indicative of a failure of the energy delivery subsystem to communicate. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and a partially shorted diode, designator d12, was determined to be the cause of the reported issue.